Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The electronic records were downloaded and analyzed and the reported issue was verified. The battery pins were replaced as a precaution. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power twice. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.